Manufacturer narrative:
(B)(4). Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of rezh2250 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (rezh2250) have been reported from two canada facilities. Device has not been returned.

Event description:
It was reported that the blue tubing (catheter) is allegedly snapping/breaking off right where it starts. There were apparently 3 incidents in the past month.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The initial complaint appeared to be a reportable occurrence. Once the sample was returned and evaluated it was determined that a reportable event had not occurred. The information provided does not reasonably suggest the event may have caused or contributed to a death or serious injury of a patient, user or other person. Therefore this event is deemed not reportable per 21 cfr part 803.